Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the evp assay. Service noted through review of customer database and run files that there is evidence of rotavirus-fam (475) to adenovirus-vic (530) optical crosstalk. This indicates a need for reader re-normalization. Fse was dispatched to the customer site where they performed an instrument software script update per a current field service bulletin, re-normalized the readers, performed efc test, and qualification runs. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of september 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is false positive, which is an s3; reference sw85.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was cross talk at the virus panel. No patient impact was reported. The following information was provided by the initial reporter: cross talk at virus panel. Normalization required. Hazard, injury or erroneous results? Yes. Correct positive results for rotavirus influence strongly on the results for adenovirus leading to false positives? See pir (B)(4).

Manufacturer narrative:
Medical device expiration date: na. (B)(6). PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was cross talk at the virus panel. No patient impact was reported. The following information was provided by the initial reporter: cross talk at virus panel; normalization required. Hazard, injury or erroneous results? Yes. Correct positive results for rotavirus influence strongly on the results for adenovirus leading to false positives: see (B)(4).